Manufacturer narrative:
The user facility performed by themselves a repair of the ventilator. According to received information, water/moisture was entered in the air gas module from the compressor. The gas module was not returned for investigation. No ventilator logs or pictures were provided. Moisture/water in supply gases into a gas modules can cause failure which might lead to a stop of ventilation or high pressures. Alarms will be generated. According to the user's manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. H3 other text : 4117.

Event description:
Manufacturer's ref #: 387493.

Event description:
It was reported that the ventilator's air gas module was contaminated with water. The patient involvement was unknown. Manufacturer's ref #: (B)(4).